Event description:
It was reported by a patient that he has had multiple vns surgeries and now has a paralyzed left vocal cord and trouble swallowing, which causes him to throw up medication at times. No additional relevant information has been received to date.